Event description:
Reporter indicated that pt was hospitalized due to tonic-clonic seizures, a seizure type that pt did not have prior to vns implant. The vns therapy has reportedly provided seizure control for the pt's other seizure types. Further follow-up with treating neurologist revealed that pt's generalized motor seizures have recurred since vns implant and that pt is currently experiencing both complex partial and generalized motor seizure types. The pt's pre-vns seizure type (complex partial) has been much better controlled with the vns therapy. There have been no medication changes or environmental stimuli that could be contributing to the recurrence of the generalized motor seizures. It was reported that the pt's overall health condition is not worsening and that there have been no recent changes in device settings. The pt is reportedly in stable condition folowing release from the hospital with no further generalized motor seizures to date. Neurologist indicated that he believed that the ncp system was related to the reported event.